Event description:
Device kept alarming "system fault" and had to be re-started 4 different times during the procedure. Device not owned; on a 'disposable consignment agreement'. Unit deleted from inventory.